Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal and bolus deliveries. The customer reported a blood glucose (bg) level of 250-350 (mg/dl). Supplies were changed and boluses delivered to address bg levels. Due to the occlusion alarm occurring the past and supplies being changed, troubleshooting to determine the source of occlusion was unable to be performed. Reportedly, the customer has contacted their health care provider to discuss infusion set options.